Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the new patients order was not showing on station. A technical support specialist (tss) accessed the es server and verified that the device was communicating with 34 subscriptions. Tss found logs showed messages from carefusion coordination engine (cce) were processed successfully, and the interface status was ok. Tss found that the merge message for patient identifier ending in -779 failed due to incorrect formatting, returning the error adtmsgmergepatientnonsurvivingpatientnotfound. And could not manually merge accounts, as this must be done via evident_adt_rx messages. The tss requested escalation to the active directory team (adt) for resolution.

Event description:
It was reported that when using the bd pyxis¿ es server new patient orders were not showing on the station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.